Event description:
It was reported that the caller experienced an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump, and after performing the reset, the cgm error code did not appear again.